Event description:
Customer reported receiving inaccurate readings. In blood glucose tests, customer received readings of 248 and 20 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.